Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. The investigation determined that the reported difficulties were due to case circumstances. Post-dilatation was performed with a non-abbott drug coated balloon; however, after deflation and while being removed, the balloon was caught on the stent and the stent became elongated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the lesion was in the distal superficial femoral artery. The stent elongated for 10mm, which is over 10%. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a narrow de novo lesion in a heavily tortuous, mildly calcified femoral artery. A 5.5x40mm supera self-expanding stent was deployed. Post-dilatation was performed with a non-abbott drug coated balloon; however, after deflation and while being removed, the balloon was caught on the stent and the stent became elongated. The patient was discharged and no additional intervention was needed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.